Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pontine procedure, the physician accidently hooked a catheter around the right ventricular (rv) lead and pulled the pacing lead and it dislodged. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.